Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that the bd 6mm pen needle was unable to detach. The following information was provided by the initial reporter: when the customer wants to remove the pen needle from the pen, the needle gets stuck on the pen.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd 6mm pen needle was unable to detach. The following information was provided by the initial reporter: when the customer wants to remove the pen needle from the pen, the needle gets stuck on the pen.